Event description:
It was reported that foreign matter was found in three bd 10ml syringe eccentric tip before use. The following information was provided by the initial reporter: ¿syringes sealed brand new with liquid already inside of them. Not sure lot number is that of affected code. The packaging was destroyed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in three bd 10ml syringe eccentric tip before use. The following information was provided by the initial reporter: ¿syringes sealed brand new with liquid already inside of them. Not sure lot number is that of affected code. The packaging was destroyed¿.

Manufacturer narrative:
H6: investigation summary: four photos were received by our quality team for evaluation. From the returned photos, an unknown liquid was observed inside the syringe barrel and tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned for further analysis, a root cause cannot be determined.